Manufacturer narrative:
One cadd extension set was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing, and a leak was detected due a little cut in the tube after the filter. Bonding operations were reviewed; there are no situations during manufacturing process that could cause the reported failure mode. Leak testing reviewed; no discrepancies were found. Thirty two samples were taken from packaging process in order to detect any tube damaged; no discrepancies found. In attempt to replicate the failure mode, four samples were taken from line production and were placed incorrectly in the ulma machine to trap the tube with the blades of the machine. The tubes were trapped in the ulma machine, but no cuts were found similar at the defect found. The most probable cause of the issue is that damage occurred after the device left shm facilities.

Event description:
Information received a smiths medical cadd extension set exhibited output resistance after the filter. Reported when testing in closed and open system with 60 milliliter syringe, some remained in blocking. All clips had been released. Incident occurred after completion of chemotherapy mixing and was identified during pre testing with no patient involvement.